Event description:
Head nurse of (B)(6) stated another nurse reported to her that she was almost stuck with an exposed lancet because it did not retract after testing a patient.

Manufacturer narrative:
Investigation was opened on 25 sep 2018 to cover several complaints over a 2 month period stating that unistik 3 comfort device needles were not retracting after use. Full report attached ((B)(4)).